Event description:
It was reported that during a tka procedure, the femoral block fit was off. Distal and posterior resections did not matched. Delay of 5 minutes reported. Procedure finished with the same device. No impact or injury to patient reported.